Event description:
It was reported that during procedure the physician was unable to successfully implant the right ventricular lead. Several attempts were made without success. The lead was explanted and a new lead was implanted without issue. No additional information available.